Event description:
Information provided from the patient¿s attorney identified the patient alleged experiencing overstimulation multiple times along with a popping sensation while bending and subsequently lost stimulation. System diagnostics revealed high impedances on the lead. Reprogramming initially restored effective stimulation. X-rays taken confirmed fracture on the lead. As a result, surgical intervention was taken where the lead was explanted and replaced with a new one.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the patient underwent surgical intervention where the lead was explanted and replaced.